Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a correction bolus.

Manufacturer narrative:
Corrected b1, added b2, corrected h1, remove annex codes e2403 and f26